Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2022 with blood glucose of 18 mg/dl. The customer¿s current blood glucose level was 154 mg/dl. The customer did not experienced symptoms due to low blood glucose. The customer treated low blood glucose with food. The insulin pump was not on auto mode at the time of incident. The customer stated that insulin exited and rewind was completed. The customer declined further troubleshooting. No further patient complications were reported. Troubleshooting was not performed and the customer will continue use of the device.